Manufacturer narrative:
Age at time of event: 18 years or older. Returned product consisted of the sterling otw balloon catheter with a stopcock attached to the hub of the device. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device revealed that there was a longitudinal tear from the proximal to distal ends of the balloon. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
Reportable based on device analysis completed on 05mar2019. It was reported that a balloon leak was encountered. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left forearm. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during first inflation at 4 atmospheres for 30 seconds, the contrast media was found leaking under fluoroscopy. The device was deflated once and checked outside the patient's body. The leaking was from the balloon material itself but there were no pinholes noted. The procedure was completed with a different device. No patient serious injury or adverse event were reported. However, returned device analysis revealed balloon torn longitudinal.